Event description:
Customer's wife reported customer's insulin pump accidentally got wet and now it is not working. There is also a motor error on the device. Customer's blood glucose is 110 mg/dl. Customer stepped in the pool and then he realized the device was in his pocket. There is fluid under the lcd display. The device has cracks on all corners of the display screen. Customer cannot rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. No other error alarm noted during testing. Unit had moisture damage on keypad traces. No moisture damage found under display screen or electronic assembly. Unit had cracked case at display window corner, minor scratched display window and missing end cap sticker.